Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: (process evaluation) device work order search. Results: (evaluation result) a device work order search was performed and one similar complaint was found within the work order. Conclusion codes: (device related): data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. Device evaluated by the manufacturer? No device was not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 14.0d preloaded injector on (B)(6) 2016. When handling the rod, the lens rotated, became stuck in the injector, and the lens haptic became damaged. There was no patient contact.